Manufacturer narrative:
G4: 12nov2020. B4: 13nov2020 the customer reported the unit would not turn on. The customer replaced the defective power management board to address the issue with the unit not turning off. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13aug2020.

Event description:
The biomed is reporting the v60 turns on but display is blank. The v60 will not turn off without removing the battery. The customer contacted product support and was advised to check power management (pm) board power supply voltage. The customer is reporting the supplies are within specification. The customer is not able to reproduce the problem. Product support ordering and replacing v60 user interface assembly. The customer reported that the unit was not in use on a patient.